Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt experienced uncomfortable. Stimulation. Imaging indicates the pt's leads have migrated. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.